Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through investigation (2024-03194-01) that a 25mm 7300tfx valve has mild regurgitation and moderate stenosis after an implant duration of 6 years, 11 months. The patient asymptomatic. The patient expired on (B)(6) 2024 due to multisystem organ failure.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through investigation ((B)(4)) that a 25mm 7300tfx valve was explanted after an implant duration of six (6) years, eleven (11) months due to mild regurgitation and moderate stenosis. The patient asymptomatic. The explanted valve was replaced with a non-edwards valve. The patient expired on pod#3 due to multisystem organ failure. Per medical records, tee revealed mild calcified leaflets and a valve mean gradient of 5.8 mmhg at 70 bpm. Intra-operative findings showed leaflets that were thickened and sclerosed. The valve was excised and replaced with a 27mm valve. Post operative tee revealed excellent valve function with no significant perivalvular leak. Patient tolerated procedure well and was transferred to the ICU in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including a history of chronic kidney disease (ckd), hyperlipidemia (hld), chemotherapy, radiation and diabetes mellitus (dm).